Event description:
It was reported that lead noise was observed via a remote monitoring system on the ventricular channel. Decline in r-wave sense amplitude measurements were also noted over the past two months. Further noise related testing and inquiry for patient activities of past two months were recommended in the next visit.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.